Manufacturer narrative:
Patient code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient being more clinically spastic was the wound. The cause of the non-free flowing catheter had not been determined. The patient was advised to follow-up with her neurosurgeon. They were attempting to schedule nuclear medicine to evaluate the port and insert the side port. It was indicated that the onset of the reported event was two to three months earlier.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (1000 mcg/ml at 151.9 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the patient had been clinically more spastic. Per the hcp, there were "other components involved including a very bad wound, essentially paraplegia and other issues with the patient that may be contributing to the spasticity". The side port of the pump was accessed and the patient "didn't really have good free flow" from the side port. The hcp was able to pull out 1 cc but no more after that and stated that it was "not really flowing to my expectation". There had not been any discrepancies in volume when refilling the pump. The hcp was going to send the patient to the surgeon to do fluoroscopy. Additional information was received from the hcp on (B)(6) 2016 and it was reported that the spasticity began 4-5 months ago. The wound started approximately 6 months ago. The wound was not related to the patient's devices. The paraplegia was existing and not related to the pump. Per the hcp, the increased spasticity, wounds, and paraplegia were not related to the inability to aspirate the catheter. The response to the question "what were the results of the fluoroscopy study performed" the response was noted as "no". With regards to actions/interventions taken to resolve the patient's symptoms the response indicated "side port tap/prior increased dose".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.